Event description:
The battery backup module of the centrifugal pump system did not charge the battery as expected. One of the fuses in the battery module was blown. A foreign piece of metal was found inside the battery compartment. The fuse was replaced and the device functioned in conformance to specifications. The user reported that the last patient that had been perfused with this pump expired in the recovery room after surgery. However, there was no assertion that the pump ever stopped working during that surgical procedure or that the patient's death was attributable to the reported malfunction.

Event description:
The battery backup module of the centrifugal pump system did not charge the battery as expected. One of the fuses in the battery module was blown. A foreign piece of metal was found inside the battery compartment. The fuse was replaced and the device functioned in conformance to specifications. The user reported that the last patient that had been perfused with this pump expired in the recovery room after surgery. However, there was no assertion that the pump ever stopped working during the surgical procedure or that the patient's death was attributable to the reported malfunction.